Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419388, implantable pacing lead, (B)(6) 2005; 5076-52, implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the device had an unexpected longevity and reached elective replacement indicator (eri) due to possible premature battery depletion in 4.5 years. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The device met 80% of the expected longevity.